Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that they stayed in touch with the patient for 36 hours following the procedure. The rep stated that the patient experienced no symptoms the night of the procedure or the day after. The software version of the clinician programmer was the most up to date.

Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog ; product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient was receiving fentanyl (200mcg/ml at 9.6mcg/day) and was now receiving unknown morphine (1mg/ml concentration at 0.1mg/day) via an implantable pump. The indication for use was non-malignant pain. It was reported that today ((B)(6) 2023) the drug fentanyl, which had been running at 9.6 mcg/day, was aspirated from the catheter, and then the reservoir was aspirated and then filled with morphine 1 mg/ml (dose per day is set at 0.1mg/day). Rep states the volume primed was 0.14 ml and then aspirated. The manufacturer's technical services specialist (tss) reviewed the recommended volume to make sure all the old drug is cleared is 0.3 and tss calculated that if the pump tubing was actually 0.244 (nominal value), that meant that approximately 0.1 ml of the fentanyl remained and if the drug was running at a flow rate of 0.1 ml/day with a concentration of 200 mcg/ml, the daily dose would be 20 mcg/day. The rep was going to call physician immediately to let them know that the patient would be getting 20 mcg/day for approximately the next 24 hours, as  0.1 ml/0.1 mg/day = 24 hours.